Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a failed battery test alarm. Customer also had a bad battery alert, weak battery alarm, and battery out limit alarms. Customer stated that the pump is not working correctly. Customer stated that he has been experiencing highs and lows due to the pump failing in the middle of the night. Customer treated with a bolus. Customer had low blood glucose due to sporting events over the weekend and treated with glucose tablets. Customer reported that he had the pump off this weekend. Customer does not want to troubleshoot for the high or low blood glucose. Customer received another failed battery test during troubleshooting. Customer stated that there is a little residue on the battery contacts. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.